Manufacturer narrative:
Evaluation completed. One opened bl5425wv pack from lot v6816 was returned. The tubing and cutter were wadded and tangled up inside the pack tray along with all of the other pack components. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was binding up and blocking the port window, preventing cutting and aspiration. It should be noted that a bent needle could contribute to poor cutting performance. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported during the procedure the vitrectomy cutter was performing at 3,000 cpm's. It would not cut at the 4,000 or 5,000 cpm's after multiple attempts. A back up pack was opened and they were able to complete the procedure. No medical intervention was required and there was no impact to the patient.